Event description:
It was reported that the ilet insulin delivery was stopped for nearly a day due to repeated, unacknowledged occlusion alerts following meal announcements, with subsequent high glucose readings. The user was using a steel contact detach infusion set and reported refilling and occasional overfilling of cartridges that led to insulin leakage prior to filling the tubing. Symptoms included hyperglycemia peaking at 388 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to unacknowledged occlusion alerts, and a user-interface interaction issue contributing to improper procedure, with the affected component being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.